Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection found that the instrument was engaged with the reload. The firing knobs were slightly advanced and the articulation lever was in neutral position. Visual evaluation of the reload noted that it was fully fired with the jaws were clamped. Flush to sub flush staple pushers relative to the staple cartridge were observed on the cartridge surface. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Due to the noted condition no functional testing was performed on the instrument or reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the flush to sub flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass procedure. The stapling device was being used to transect the small bowel. Occurred during the first firing of the device. Device was properly loaded and was properly cycled with the load attached. The jaws of the device locked onto the tissue. When the jaws of the device would not open, after firing, the bowel was pulled from the sides of the stapler to free it. The staple line was inspected and the device was remove. A new device was opened to complete the procedure. There was no patient harm. There was no unanticipated tissue loss and no tissue damage. The patient status is alive, no injury.